Event description:
It was reported that lead was capped and replaced due to oversensing. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.